Event description:
It was reported that the system 9600+ displayed iris pot error upon initialization. System had to be rebooted several times to clear error. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The iris pot was replaced and the system calibrated. The system was tested and found to be working as intended and placed back into service.